Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
It was reported that the device had a hole and released contrast into the artery. The target lesion was located at the proximal right coronary artery (rca). A stingray lp catheter was selected for use. During the procedure, it was noted that the device had a kink and that when the stingray guidewire went through the stingray catheter, there was a contrast leakage. The procedure was completed with another of the same device. No patient complications were reported.